Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had undergone an l5/s1 surgery on (B)(6) 2017. At the three month post-operative appointment, the physician performed an x-ray and noticed a broken cage. The patient did not report any acute pain associated with the broken cage. There were two implanted cages and it is unknown which of the cages is broken. There are no reports of patient intervention or adverse health consequences due to the broken cage.

Event description:
It was reported that a patient had undergone an l5/s1 surgery on (B)(6), 2017. At the three month post-operative appointment, the physician performed an x-ray and noticed a broken cage. The patient did not report any acute pain associated with the broken cage. There were two implanted cages and it is unknown which of the cages is broken. There are no reports of patient intervention or adverse health consequences due to the broken cage.